Manufacturer narrative:
(B)(4). The device was not returned and the issue could not be confirmed. The cause was determined to be use error. A service history review revealed no previous service events were related to the reported issue. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
A customer contacted baxter's technical service center to request assistance with ending therapy with the homechoice (hc) machine. Per the initial report, the home patient (hp) attempted to reprime the patient line and started the initial drain. The technical service representative (tsr) assisted the hp in ending therapy. The hp will restart with new supplies. No additional information is available.